Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the home choice (hc) during fill 3 of 4. The hp stated that a lot of air was traveling through cassette. The technical service representative (tsr) had the home patient (hp) end therapy for tonight and advised the hp to call the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for air in the line was not confirmed. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA.